Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell backwards, flat on their "butt" yesterday (on (B)(6) 2022) when they had been trying to move some furniture. Since their fall, they've had a return of their symptoms (a strong sense of urgency like they could hardly make it to the bathroom) and they weren't feeling their stimulation. The patient stated they hadn't been feeling stimulation for a few days but everything had been great and they'd been able to make it to the bathroom in time but then the symptom return came right after the fall. The patient noted their neurostimulator was implanted at the top of their "butt cheek" but they were worried about their 'wires," that went "right down the middle" and right where the patient fell. The patient was able to connect to see their settings on the call and increased the stimulation sensation. The patient began to feel the "vibrating," but stated it had "shifted a bit," and that it was "all the way over" on their "butt cheek," and not in the bike-seat regio n like it had been before. The patient stated it was "halfway between" their "crack" and their "side." The patient switched to another program and felt the stimulation again in the same area. The patient then switched to another program and they felt the stimulation in the bike-seat region though it was causing their right toe to cramp. The patient then decreased the stimulation sensation and the patient confirmed they felt the stimulation comfortably in the bike-seat region. Patient services redirected the patient back to their healthcare provider (hcp) to check their implanted system since their fall and potentially do some imaging scans. The patient was going to monitor their symptoms now that a change had been made but was going to reach out to their hcp to check the implanted system since their fall.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.